Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a gall stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to crush a stone in the common bile duct (cbd), the device basket detached into the patient. The sheath/coil assembly was removed from the patient without issue, and then a non-bsc basket was used to retrieve the separated section of basket. Reportedly, removal of the basket from the patient's bile duct required an additional one to one and a half hours of procedure and anesthesia time. After the basket was successfully retrieved, the stone still was not able to be removed so a biliary stent was placed at the common bile duct to allow for proper drainage of the duct. The patient was admitted overnight to the intensive care unit (ICU) for observation, and then discharged. On (B)(6) 2012 the nurse risk manager reported on the completed medwatch that the account plan's to perform a repeat endoscopic retrograde cholangiopancreatography (ercp) using mechanical lithotripsy in four weeks.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a gall stone removal procedure performed on (B)(6)2012. According to the complainant, during the procedure, while attempting to crush a stone in the common bile duct (cbd), the device basket detached into the patient. The sheath/coil assembly was removed from the patient without issue, and then a non-bsc basket was used to retrieve the separated section of basket. Reportedly, removal of the basket from the patient's bile duct required an additional one to one and a half hours of procedure and anesthesia time. After the basket was successfully retrieved, the stone still was not able to be removed, so a biliary stent was placed at the common bile duct to allow for proper drainage of the duct. The patient was admitted overnight to the intensive care unit (ICU) for observation, and then discharged on (B)(6) 2012. The nurse risk manager reported on the completed medwatch that the account plans to perform a repeat endoscopic retrograde cholangiopancreatography (ercp) using mechanical lithotripsy in four weeks.